Manufacturer narrative:
The valve was received for evaluation: UDI : (B)(4). DHR - lot 3334631, conformed to the specifications when released to stock. Failure analysis - the valve passed the tests for programming, occlusion, leak, reflux, siphon guard and pressure. The catheters passed the tests for occlusions and leaks. No root cause could be determined as the technician did not find any functional problem with the valve. The problem was likely due to an excessive flow rate. As noted in the IFU flow rate (>0.75 ml/min) during the flushing procedure activates the siphon guard and creates the impression that the valve is distally occluded. In reality the flow is being diverted to the high resistance secondary pathway, this will slow the rate at which csf is shunted from the brain. It would probably explain the problem encountered by the customer.

Event description:
A physician reported a certas valve failure: the shunt system was assembled and water was injected intraoperatively, but water did not come out from the tip of the abdominal catheter even after pumping. Water came out when it was aspirated from the tip of the abdominal catheter. The physician suspected the valve failure, and a new valve was used. The valve was not in contact with the patent and the procedure was completed with no adverse consequences.